Event description:
Edwards learned of a 23mm aortic valve that was explant at implant due to regurgtation detected by intraoperative echo. The patients annulus was reported as oval. The surgeon wondered if the radial force was not great enough. Device was replaced with another model 23mm bioprosthesis with perfect result. The patien was reported as discharged.

Manufacturer narrative:
(B)(4) =DHR review. Device evaluation summary: this valve was explanted at implant due to regurgitation while the patient remained on pump. No echocardiography recording was provided, thus the reported regurgitation in vivo could not be confirmed. Edwards standardized in vitro testing showed as received regurgitant fraction that was within product specifications. Additional manufacturer narrative - the reported regurgitation was not confirmed through functional device evaluation. Higher than expected leakage may occur in the absence of prosthesis dysfunction due to low left ventricular systolic pressure and low cardiac output, conditions which may be present on bypass, immediately after bypass, or incomplete separation from cardiopulmonary bypass. To be most useful for the assessment of an edwards¿ pericardial valve, an echo should be performed after the patient has been weaned from bypass and has achieved normal intracardiac volume, pressure and flow conditions. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was returned to edwards but evaluation has not yet been completed. Additional information will be reported when received.